Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge dropped from 55% to 20% while connected to a power source. The battery gauge later jumped up to 80% suddenly. The customer's blood glucose level was 155 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.